Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a power adapter. The customer reports on thursday (B)(6) 2013 a nurse was preparing the room for a pt, when she plugged in the ac adapter for the kangaroo epump it began sparking and smoking. The nurse unplugged the ac adapter and removed it from the clinical area. An inspection of the adapter reveals a hole melted into the plastic case and a strong smell of burnt electronics. There was not a pt in the room at the time to be exposed to the smoke and possible fire hazard as the nurse noted the issue and unplugged the adapter quickly.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.